Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4), (B)(4). Other: na.

Event description:
It was reported that the system was explanted due to erosion.